Event description:
The customer reported that following a diagnostic catheterizaiton procedure on 5/10/99, a size 1 vasoseal vhd collagen plug was deployed in the pt. The pt experienced a loss of pulses four hrs post catheterization. An ultrasound revealed a thrombus filling a defect in the artery which was thought to be the collagen plug. The following day, the pt underwent a femoral popliteal thrombectomy repair with a vein patch of the common femoral artery. No further complications were reported.